Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: unknown, product type: catheter. Product ID 8709sc, serial# (B)(4), explanted: unknown, product type: catheter. (B)(4).

Event description:
Additional information reported that the pump had been explanted due to the infection. The patient was waiting for a new pump to be implanted.

Event description:
The patient was implanted approximately 2 months ago. An infection was discovered at the pump pocket site and potentially the catheter insertion site when they did her second refill. The patient's symptoms included swelling, redness around the pocket site and catheter placement site, pus discharge, and excessive fluid at wound closure sites. A culture was taken from the pump pocket site and was found to be a (B)(6) infection. The clinician was concerned that the reservoir may be contaminated because they pushed the needle through the infection; it was noted that they may end up replacing the pump. The clinician initially turned off the pump to prevent anything from being delivered to the patient. As of (B)(6), the patient was doing well and being managed closely. The therapy was resumed and the patient was continuing to receive antibiotics via a PICC line. The physician was trying to salvage the pump and had decided not to explant the device as of yet. The device system was delivering morphine and bupivacaine.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6). Product type catheter. (B)(4).